Manufacturer narrative:
The device was returned to the MFR and it was observed that the device had unauthorized repairs using non-stryker components. The chipped blade mount could have been caused by the unauthorized repairs this device was subjected to. The device was repaired and returned to the customer.

Event description:
It was reported that the blade mount on the handpiece was chipped. This was found while the device was at the MFR for repair. There was no pt involvement or adverse consequences related to this event.